Manufacturer narrative:
(B)(4).damaged release button post. Evaluation summary: the analysis results found that one device was returned with no visual non-conformances and with no cartridge loaded on the device. However one cartridge was received inside the bag and partially fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it breaks it creates friction to the firing trigger not allowing the trigger to properly return to its home position. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a liver resection procedure, the device locked out. The case was completed using sutures. There was no pt consequence.